Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The patient felt "occasional jumping in the chest for several days". The lead was revised and remains in use. No further patient complications have been reported as a result of this event.